Event description:
The jetstream g3 was advanced to treat a 20 cm in-stent restenosis (isr) lesion located in the mid-distal superficial femoral artery (sfa). One pass was made in the minimum diameter mode and one pass was made in the maximum diameter mode. While coming back up in the maximum diameter mode, the device became stuck on the guidewire. Two dissections in the tibial occurred from the guidewire spinning. The dissections were treated using pta with fair results. Pt is doing fine.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and, therefore, not returned to pathway medical technologies for eval. Dissection is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU. In-stent restenosis pt are listed as a special pt population (i.e., the safety and effectiveness of the jetstream g3 system has not been established in this group of pts) in the IFU.